Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle leaked into the patient's mouth.

Event description:
It was reported that the bd precisionglide needle leaked into the patient's mouth.

Manufacturer narrative:
One full shelf carton was returned in good shape. Five samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Batch 2335398 had 20 visual inspections performed on 1,150 parts with zero defects noted. Four leak tests were performed on 20 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.